Event description:
Livanova deutschland received a report that the heater cooler 3t system displayed alarm pump 1 uses too much power (e06) on machine patient side. The issue occurred during maintenence during cleaning and water change. There is no patient involvement.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler, the incident occurred in united kingdom. A livanova field service engineer was dispatched at the customer site and confirmed the circulation motor to be faulty. To solve the problem circulator motor was replaced. Subsequently, all the functional tests passed with positive results. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on investigation findings, the root cause of the event was traced back to a stuck stirrer motor, that could not turn freely and led to an excessive power consumption by the unit. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.